Event description:
It was reported that during a routine device change out. Prior to the case the thresholds were checked on the chronic left ventricular (lv) lead were found to be within normal range. During the device change out, the lv thresholds were higher and showed loss of capture when tension was applied. The right ventricular lead (rv) lead also had no capture. The rv lead was removed and replaced and the lv lead thresholds went back to previous levels once the new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the defibrillator conductor had blood/body fluid (not obstructed) and had a fracture (overstress). The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had cosmetic depression. It was visually noted that there was apparent explant damage. (B)(4) proximal segment.